Event description:
It was reported that during the pre-op preparation for the hancock ii mitral valve, the tripping foot was reduced, causing the line to break and preventing the valve foot from being retracted. The event occurred prior to use. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve holder was received detached from the valve. The valve holder appeared intact; there was no evidence of damage on the valve holder or rotor threads. A model 7639 valve handle was rotated clockwise into the threaded opening of the holder until the handle could no longer be rotated; no anomalies were noted. The rotor was removed from the holder. The sutures around the rotor were curled suggestive of sutures wound during cinching of the valve. Under magnification, all three suture tips appeared jagged indicating the sutures were broken rather than cut. The break surface of these suture tips is consistent with historical events that indicate the valve holder was over-ratcheted. D9: updated h3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.